Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds and that the pacing impedance has progressively increased and is now high. The rv lead was abandoned and now has been capped and replaced. No patient complications have been reported as a result of this event.